Event description:
It was reported to philips that the system was unable to boot, stalling at the initialing screen. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot. Upon troubleshooting, the fse found that the host pc was not turning on, causing the control room monitors to be blank and the system to be inoperable. The fse disconnected host pc and removed hard drive, and attempted to run pc diagnostics, but fse was unable to assign an ip to the host pc. The supplier's part analysis conclusively determined the cause of the host pc failure was due to power supply failure. To resolve the issue, the fse replaced host pc and hard drives, loaded software to host pc and performed necessary calibrations and backups, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.